Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones. The local guidant representative reported the device had not reached elective replacement indicator (eri). Additional information was received stating the electrogram displayed noise on the ventricular channel which appeared to be sleep apnea-type myopotentials. The left ventricular lead impedance was increasing, and was currently out of range. The lv r waves were normal. A guidant technical services representative recommended monitoring the patient.